Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The patient further reported a history of several head traumas with multiple concussions after the product was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet small right fossa component catalog #: 24-6562 lot #: 398400c; zimmer biomet right standard mandibular component catalog #: 24-6545 lot #: 420070a. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00038.

Event description:
It was reported that the patient underwent a right side tmj replacement surgery approximately 11 years ago. Subsequently, the patient experiencing pain, squeaking, and that the implant is damaged and in need of replacement. No intervention has been reported to date, but the patient is seeking physician's care.